Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient who was recently implanted with this right atrial (ra) lead experienced severe chest pain on the right side of the body. The physician was suspecting that this might be pericardial. Subsequently, the lead was repositioned more laterally, and the patient's pain was then resolved. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient who was recently implanted with this right atrial (ra) lead experienced severe chest pain on the right side of the body. The physician was suspecting that this might be pericardial. Subsequently, the lead was repositioned more laterally and the patient's pain was then resolved. The lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.